Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4514swc was removed on (B)(6) 2017 due to loss of osseointegration 2 years and 1 month after implantation. The patient has history of hypertension and diabetes. The doctor noted local infection and pain during explantation. The patient required another surgical intervention to recover.